Manufacturer narrative:
A field service engineer (fse)) was dispatched to the site to further investigate the reported issue. The reported issue could not be replicated. The system was working properly and no additional action was required. A log review was performed and the following was confirmed: a cholecystectomy procedure was performed (B)(6) 2022. On system sk5076. No additional complaints related to this event were identified. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, sometimes there was no energy or tissue effect when using the integrated electrosurgical unit (iesu) with laparoscopic instruments, however, noise comes from the iesu as though it was working. Technical support was contacted and the technical service engineer (tse) reviewed live logs from (B)(6) 2022. With no further issues reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical development engineer confirmed that when the surgeon experienced the intermittent energy issue between the vision side cart (vsc) foot pedals, integrated electrosurgical unit (iesu) and laparoscopic instruments, the task was able to be completed by using a third party energy source. The procedure was completed robotically with third party equipment. Isi followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator confirmed the date of the event and stated that an isi rep was present. The surgeon was performing a cholecystectomy when they complained about the vsc pedal/iesu not working with the laparoscopic instrument. The robotics coordinator was unsure what type of laparoscopic instrument was being used. It was confirmed that the procedure was completed robotically. There were no known issues before or after this occurrence. The robotics coordinator stated it may have been user error related but requested that a field service engineer (fse) follow up. The system has not been used since this event.